Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received, but not yet evaluated.

Event description:
It was reported that during meshing of the donor allograft skin the gears were bad. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6), 2017, it was reported that the gears were bad. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6), 2016 where it was reported that there was an incomplete mesh on the side and the roller, damaged comb, gears, and damaged hadware were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by on (B)(6), 2017 revealed that the gear, roller, and side plates were damaged. The calibration was out of specification but produced a passing sample mesh using the test cutter. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both had damaged collars and gears. After the collars were replaced the cutters both produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 13, 2017 which included replacement of the roller, worn bushings, worn side plated, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the gear was damaged. The root cause of the reported event was due to a damaged gear. The cause of the damaged gear cannot be specifically determined with the information that was provided. The issue was resolved with the replacement of the roller, worn bushings, worn side plated, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation revealed that the damaged comb was replaced.